Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a (B)(6) female patient who had essure (batch no. 624491) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included overweight and dysfunctional uterine bleeding. Concomitant products included antibiotics, ibuprofen, midol [caffeine,mepyramine maleate,paracetamol] and paracetamol (tylenol). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, 2 months 21 days after insertion of essure, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding; prolonged menstruation; abnormal menstruation") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), fatigue ("chronic fatigue"), weight increased ("weight gain"), cardiac disorder ("heart disorder"), dyspareunia ("dyspareunia"), alopecia ("hair loss") and weight fluctuation ("weight gain/loss"). On an unknown date, the patient experienced arthralgia ("hip pain"), anaemia ("blood disorder: anemia"), dental caries ("tooth decay"), hypovitaminosis ("vitamin deficiencies"), dysgeusia ("metallic taste in mouth"), dry skin ("dry skin"), skin discolouration ("patches of skin resembling burn marks"), uterine pain ("uterine pain"), headache ("headaches"), rash ("rashes"), pruritus ("itching"), back pain ("lower back pain"), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("lower abdominal pain"), endometriosis ("endometriosis"), infection ("infection"), fungal infection ("yeast infections") and nausea ("nausea"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallpian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, arthralgia, anaemia, dental caries, hypovitaminosis, dysgeusia, migraine, dry skin, skin discolouration, fatigue, weight increased, uterine pain, headache, menorrhagia, rash, pruritus, back pain, dysmenorrhoea, abdominal pain lower and weight fluctuation outcome was unknown and the vaginal haemorrhage, cardiac disorder, endometriosis, dyspareunia, alopecia, infection, fungal infection and nausea was resolving. The reporter considered abdominal pain lower, alopecia, anaemia, arthralgia, back pain, cardiac disorder, dental caries, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fungal infection, headache, hypovitaminosis, infection, menorrhagia, migraine, nausea, pelvic pain, pruritus, rash, skin discolouration, uterine pain, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: plaintiff currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. She continues to suffer from the symptoms outlined above. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet-all relevant medical history, concurrent condition and concomitant medication added. Events vaginal haemorrhage, blood disorder, cardiac disorder, endometriosis, dyspareunia, alopecia, infection, fungal infection, nausea were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") in a 30-year-old female patient who had essure (batch no. 624491) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included endometriosis. Concurrent conditions included overweight, dysfunctional uterine bleeding and anemia. Concomitant products included oral contraceptive nos (B)(6) 2008 to (B)(6) 2009 for contraception, midol [caffeine,mepyramine maleate,paracetamol] for pelvic pain, uterine pain, pain in hip, back pain and abdominal pain as well as antibiotics, iron since 2008 and paracetamol (tylenol). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, 2 months 21 days after insertion of essure, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding; prolonged menstruation; abnormal menstruation/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and metrorrhagia ("breakthrough bleeding of menstrual period"). In (B)(6) 2008, the patient experienced dental caries ("tooth decay") and tooth loss ("tooth loss"). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("hip pain"), anaemia ("blood disorder: anemia"), migraine ("migraines"), fatigue ("chronic fatigue"), weight increased ("weight gain"), uterine pain ("uterine pain"), back pain ("lower back pain"), abdominal pain lower ("lower abdominal pain"), cardiac disorder ("heart disorder"), dyspareunia ("deep dyspareunia"), alopecia ("hair loss") and weight fluctuation ("weight gain/loss"). In (B)(6) 2009, the patient experienced nausea ("nausea"). On (B)(6) 2009, the patient experienced headache ("headaches"). In (B)(6) 2009, the patient experienced fungal infection ("yeast infections"), abdominal distension ("bloating"), depression ("depression"), irritability ("irritability") and anxiety ("emotional anguish"). In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"). In (B)(6) 2009, the patient experienced dysgeusia ("metallic taste in mouth"), dry skin ("dry skin"), skin discolouration ("patches of skin resembling burn marks"), rash ("rashes"), pruritus ("itching"), endometriosis ("endometriosis"), uterine leiomyoma ("anterior intramural fibroid"), cervical cyst ("nabothian cyst") and ovarian cyst ("left complex ovarian cyst"). On an unknown date, the patient experienced hypovitaminosis ("vitamin deficiencies"), crying ("crying episodes"), coital bleeding ("post coital bleeding"), asthenia ("lack of energy"), loss of libido ("loss of sex drive"), night sweats ("night sweats"), vulvovaginal dryness ("vaginal dryness"), breast tenderness ("breast tenderness") and pain ("physical pain"). The patient was treated with ibuprofen and surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallpian tubes)). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the dysgeusia had resolved. In (B)(6) 2018, the menorrhagia and vaginal haemorrhage had resolved. In (B)(6) 2018, the pelvic pain and vaginal discharge had resolved. In (B)(6) 2018, the dyspareunia was resolving. At the time of the report, the arthralgia, anaemia, dental caries, hypovitaminosis, migraine, dry skin, skin discolouration, fatigue, weight increased, uterine pain, headache, rash, pruritus, back pain, dysmenorrhoea, abdominal pain lower, weight fluctuation, tooth loss, abdominal distension, depression, crying, irritability, anxiety, uterine leiomyoma, cervical cyst, ovarian cyst, coital bleeding, metrorrhagia, asthenia, loss of libido, night sweats, vulvovaginal dryness, breast tenderness and pain outcome was unknown and the cardiac disorder, endometriosis, alopecia, fungal infection and nausea was resolving. The reporter considered abdominal distension, abdominal pain lower, alopecia, anaemia, anxiety, arthralgia, asthenia, back pain, breast tenderness, cardiac disorder, cervical cyst, coital bleeding, crying, dental caries, depression, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fungal infection, headache, hypovitaminosis, irritability, loss of libido, menorrhagia, metrorrhagia, migraine, nausea, night sweats, ovarian cyst, pain, pelvic pain, pruritus, rash, skin discolouration, tooth loss, uterine leiomyoma, uterine pain, vaginal discharge, vaginal haemorrhage, vulvovaginal dryness, weight fluctuation and weight increased to be related to essure. The reporter commented: plaintiff currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. She continues to suffer from the symptoms outlined above. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Most recent follow-up information incorporated above includes: on 13-jun-2018: reporter information was added. Her historical/concurrent condition was added. Essure indication was added. Concomitant medications were added. Event abnormal bleeding (vaginal) was added. Following events: tooth loss, bloating, depression, crying episodes, irritability, emotional anguish, anterior intramural fibroid, nabothian cyst, left complex ovarian cyst, vaginal discharge, post coital bleeding, breakthrough bleeding of menstrual period, lack of energy, loss of sex drive, night sweats, vaginal dryness and breast tenderness, physical pain, event infection replaced with yeast infection, were added. She had recovered from events: abnormal bleeding, vaginal discharge, metal taste in mouth, pelvic pain and recovering from events: dyspareunia, hair loss. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") in a 30-year-old female patient who had essure (batch no. 624491) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included endometriosis. Concurrent conditions included overweight, dysfunctional uterine bleeding and anemia. Concomitant products included oral contraceptive nos1-sep-2008 to march 2009 for contraception, midol [caffeine,mepyramine maleate,paracetamol] for pelvic pain, uterine pain, pain in hip, back pain and abdominal pain as well as antibiotics, iron since 2008 and paracetamol (tylenol). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, 2 months 21 days after insertion of essure, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding; prolonged menstruation; abnormal menstruation/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and metrorrhagia ("breakthrough bleeding of menstrual period"). In february 2008, the patient experienced dental caries ("tooth decay") and tooth loss ("tooth loss"). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("hip pain"), anaemia ("blood disorder: anemia"), migraine ("migraines"), fatigue ("chronic fatigue"), weight increased ("weight gain"), uterine pain ("uterine pain"), back pain ("lower back pain"), abdominal pain lower ("lower abdominal pain"), cardiac disorder ("heart disorder"), dyspareunia ("deep dyspareunia"), alopecia ("hair loss") and weight fluctuation ("weight gain/loss"). In january 2009, the patient experienced nausea ("nausea"). On (B)(6) 2009, the patient experienced headache ("headaches"). In march 2009, the patient experienced fungal infection ("yeast infections"), abdominal distension ("bloating"), depression ("depression"), irritability ("irritability") and anxiety ("emotional anguish"). In april 2009, the patient experienced vaginal discharge ("vaginal discharge"). In june 2009, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"). In september 2009, the patient experienced dysgeusia ("metallic taste in mouth"), dry skin ("dry skin"), skin discolouration ("patches of skin resembling burn marks"), rash ("rashes"), pruritus ("itching"), endometriosis ("endometriosis"), uterine leiomyoma ("anterior intramural fibroid"), cervical cyst ("nabothian cyst") and ovarian cyst ("left complex ovarian cyst"). On an unknown date, the patient experienced hypovitaminosis ("vitamin deficiencies"), crying ("crying episodes"), coital bleeding ("post coital bleeding"), asthenia ("lack of energy"), loss of libido ("loss of sex drive"), night sweats ("night sweats"), vulvovaginal dryness ("vaginal dryness"), breast tenderness ("breast tenderness") and pain ("physical pain"). The patient was treated with ibuprofen and surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallpian tubes)). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the dysgeusia had resolved. In january 2018, the menorrhagia and vaginal haemorrhage had resolved. In february 2018, the pelvic pain and vaginal discharge had resolved. In march 2018, the dyspareunia was resolving. At the time of the report, the arthralgia, anaemia, dental caries, hypovitaminosis, migraine, dry skin, skin discolouration, fatigue, weight increased, uterine pain, headache, rash, pruritus, back pain, dysmenorrhoea, abdominal pain lower, weight fluctuation, tooth loss, abdominal distension, depression, crying, irritability, anxiety, uterine leiomyoma, cervical cyst, ovarian cyst, coital bleeding, metrorrhagia, asthenia, loss of libido, night sweats, vulvovaginal dryness, breast tenderness and pain outcome was unknown and the cardiac disorder, endometriosis, alopecia, fungal infection and nausea was resolving. The reporter considered abdominal distension, abdominal pain lower, alopecia, anaemia, anxiety, arthralgia, asthenia, back pain, breast tenderness, cardiac disorder, cervical cyst, coital bleeding, crying, dental caries, depression, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fungal infection, headache, hypovitaminosis, irritability, loss of libido, menorrhagia, metrorrhagia, migraine, nausea, night sweats, ovarian cyst, pain, pelvic pain, pruritus, rash, skin discolouration, tooth loss, uterine leiomyoma, uterine pain, vaginal discharge, vaginal haemorrhage, vulvovaginal dryness, weight fluctuation and weight increased to be related to essure. The reporter commented: plaintiff currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. She continues to suffer from the symptoms outlined above. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.